Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Event description:
The healthcare professional, via the manufacturer representative, reported the lead broke during an explant procedure on (B)(6) 2016. This resulted in an incomplete removal of the lead and the tined section of the lead remained in the patient. An x-ray performed on (B)(6) 2016 showed that approximately 2 cm of lead remained in situ at the left s3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.